Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that there is a leak on the respirator, from the cuff of the device. The customer states oxygenation of the patient is not reliable. The endotracheal tube was changed out.